Event description:
It was reported that the patient presented to the operating room for a system implant procedure. During procedure, failure to insert lead into implantable cardioverter defibrillator was observed. Also noted was high pacing lead impedance when atrial lead was forcibly inserted into the device. The device was not implanted. Another implantable cardioverter defibrillator was implanted successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported impedance anomaly was consistent with the field¿s inability to fully insert the atrial lead into the header. The cause of the field¿s inability to insert the atrial lead remains undetermined.